Event description:
It was reported that during a hepatobiliopancreatic procedure, it was observed that the device was blocked and could not be opened at the last firing in the anastomosis. They tried to open it several times without success so they used the manual override. Another like device was used to finish the anastomosis and complete the procedure with a delay of five minutes. There was no patient consequence reported. No additional information provided.

Manufacturer narrative:
(B)(4). Date sent: 4/3/2026. D4: batch #: 586d72. Investigation summary: the product was returned for evaluation. Visual analysis of the returned sample determined that one ech60s device was returned with no apparent damage and with no reload present. The manual override door out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be articulated or used for any subsequent firings. The bailout system was reset and then an attempt to fire the device was made, however, the device would not fire. Upon evaluation, the pcb was noted to be non-functional. No conclusion could be reached as to what may have caused the pcb to be damaged. The device event log was reviewed. An event was found that caused the device to experience a false lockout event, though the cause of the error has not been identified. The device can recover from this state by re-clamping the device. In addition, several events were found part clamp sensor voltage out of range, unclamped sensor voltage out of range, and transect sensor voltage out of range. No conclusion could be reached on the cause of the reported event. As part of our quality process, the manufacturing records of this batch number were reviewed, and the manufacturing standards were met prior to the release of this batch as part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished ech60s, with lot/batch number a98755, and no non-conformances were identified. A manufacturing record evaluation was performed for the finished device batch number 586d72, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 4/14/2026. D4: batch #586d72. Updated data: e1 (initial reporter facility name). Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one ech60s device was returned with no apparent damage and with no reload present. The manual override door out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be articulated or used for any subsequent firings. The bailout system was reset and then an attempt to fire the device was made, however, the device would not fire. Upon evaluation, the pcb was noted to be non-functional. No conclusion could be reached as to what may have caused the pcb to be damaged. The device event log was reviewed. An event was found that caused the device to experience a false lockout event, though the cause of the error has not been identified. The device can recover from this state by re-clamping the device. In addition, several events were found part clamp sensor voltage out of range, unclamped sensor voltage out of range, and transect sensor voltage out of range. No conclusion could be reached on the cause of the reported event. As part of our quality process, the manufacturing records of this batch number were reviewed, and the manufacturing standards were met prior to the release of this batch. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 586d72, and no non-conformances were identified.